Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
The customer reported that the touch screen of the v60 respirator does not work. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped out. Product support talked to the supervisor, and she said that the touchscreen of the v60 respirator does not work. They realized the issue when they had to change the parameters of a patient. They had to change the patient's respirator. The supervisor stated that the patient did not suffer any damage as a result of the reported event. A field service engineer (fse) was assigned to conduct onsite repair. A touchscreen was ordered a colleague was oriented on how to perform the calibration and verification of the screen. The fse evaluated the device and explained to the supervisor that within the menu window, there is an option to block the screen that can be disabled once activated by pressing the switch with the green tick on the top right. It is very likely that a device user accidentally touched the screen lock. The fse explained also that it's very important that the screen is cleaned well with some alcohol and that it dries well before being used again. Based on information provided and/or service performed, the customer¿s alleged malfunction was not confirmed. The cause of the reported issue is the touchscreen that was locked. No part was replaced.